Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. Mother stated the customer woke up and the insulin pump was dead and had no notification alarm. Mother viewed the alarm history and the customer received replace battery, error delivery stopped, active insulin cleared, power loss, post-reset ram crc alarm and power system error alarms. The customer's mother was advised the insulin pump experienced an unexpected restart. Advised to disconnect from the insulin pump and to treat per healthcare professional's recommendation. The product will be returned for analysis.